Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided ascites guided drainage catheter placement procedure by using navarre drainage catheter. It was reported that post the procedure, the drainage catheter connector was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo shows a partial view of a clinician holding an implanted drainage catheter in which catheter hub was noted to be completely broken and broken part of the catheter hub was noted to be missing. The second photo show partial view of a clinician holding an external connector in which broken piece was catheter hub was noted inside the external connector hub. Therefore, the investigation is confirmed for the reported catheter hub fracture and identified material separation issues for the first device. However, the investigation is inconclusive for the reported catheter hub fracture issue as no evidence was provided for the second device. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided ascites guided drainage catheter placement procedure by using navarre drainage catheter. It was reported that post the procedure, the drainage catheter connector was allegedly fractured and separated. The procedure was completed using another device. There was no reported patient injury.